Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness was lost, exposing metal parts, and the image had white dots. Based on the results of the investigation, it is likely that the following factors led to the malfunction: due to a broken cable sleeve, water tightness was lost, exposing metal parts. Due to a water leak in the coupler unit, the scope could not be attached smoothly. Due to a water leak in the head unit, the image had white dots. The most probable cause was traced to a component failure. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - facility name -(B)(4). Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device wire had come away from the connector. There were no reports of patient harm.